Event description:
A hospital nurse reported that a patient was hospitalized with diabetic ketoacidosis. In a follow-up call, the patient stated that she activated the pod at 8:30 am on (B)(6) 2013. Her blood glucose was 10.1 mmol/l (182 mg/dl) at 11:58 am. At 2:06 pm, it was 22.9 mmol/l (413 mg/dl), and she gave herself a 2.3 unit bolus. At 3:32 pm, her blood glucose was 24.8 mmol/l (447 mg/dl). She was feeling sick and was advised by her physician to go to the emergency room. At the hospital, she took an insulin injection and was asked to remove the pod. She was then treated with an insulin drip. During the hospitalization, she said her blood glucose was going up again at night, which she attributed to the hospital's management of her diabetes. She was hospitalized unit on (B)(6) 2013. She stated that when she activated the pod, it did not beep, but the needle did fire. When she removed the pod at the hospital, she could see the cannula sitting on top of her skin. She did not smell insulin, and was unsure if the cannula dislodged or never inserted into her skin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization for hyperglycemia and diabetic ketoacidosis. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." And "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery." Is also warns, "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted if it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery."